Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable to deliver insulin/medication. This event occurred 10 times. The following information was provided by the initial reporter: consumer reported having 8-10 pen needles from current box that do not release insulin during his injections. Stated he also had some that start to release the insulin and then stops, so he has to put on a new pen needle to complete his injection. Consumer does not prime.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable to deliver insulin/medication. This event occurred 10 times. The following information was provided by the initial reporter: consumer reported having 8-10 pen needles from current box that do not release insulin during his injections. Stated he also had some that start to release the insulin and then stops, so he has to put on a new pen needle to complete his injection. Consumer does not prime.